Event description:
This is a follow-up report for subject (B)(6). A bone sample was sent for culture and pathology on (B)(6) 2008. Pathology report confirmed acute osteomyelitis. (B)(6). On (B)(6) 2008 subject (B)(6) was observed to have a significant abscess on the toe with the study ulcer (left great toe). The toe was drained and debrided. A small amount of soft bone was debrided, but not sent for biopsy. On (B)(6), the subject had reported vomiting and diarrhea which began on (B)(6). The subject has been out of avandaryl and benicar since (B)(6) and reported a blood sugar reading of near 300. It was thought that the subject's symptoms were likely related to not taking the prescribed medications. Because the subject felt quite ill, staff at the wound care center saw her in her vehicle in the parking lot, and not in the clinic itself. At that time the left great toe was slightly red and swollen. The ulcer was debrided, but no study product was applied. The subject was told to use silvadene once a day and reminded about compliance, as the off-loading boot was not in place at the visit. The subject was also encouraged to contact the primary care physician for more medications and help with the blood sugar. The subject returned to the wound center on (B)(6) and reported that although fever began on (B)(6), no action was taken until the evening of (B)(6), when she visited a hospital emergency room. She was prescribed antibiotics and nausea medicine, but staff there did not look at the study toe. At the (B)(6) visit, the subject again was encouraged to resume taking the avandaryl and benicar. After incision and drainage of the abscess, the wound was packed with prisma and a large, bulky bandage was applied. Because of the bulk of the bandage, the bledsoe boot was not reapplied. The subject was told to go home and elevate her feet and to contact the wound center if the toe worsened. It was expected that the subject would take the antibiotic prescribed at the hospital, so no further antibiotic was prescribed. The subject was seen on (B)(6). The appearance of the toe continues to improve. On (B)(6), samples were sent for culture and pathology. The pathology report confirmed acute osteomyelitis. The subject was officially withdrawn from the study on (B)(6). It should be noted that during this time the subject has not resumed the avandaryl or benicar and reports blood sugar readings in the 350 to 500 range. The subject was again encouraged to pursue obtaining medications. The subject also had been confused about dosing instructions for the prescribed antibiotic and consequently took it only twice a day instead of three times a day most days. Off-loading of the affected foot was discussed with the subject.